Event description:
Allegedly, possible patella femoral pain. Patella was resurfaced and poly swapped for same size. Right side. Components not revised: product ID: 7552-0035 lot no: 075239808, product ID: 7552-0030 lot no: 075239807, product ID: 7552-0025 lot no: 085255928, product ID: 7552-0020 lot no: 095273123, product ID: spkt-0023 lot no: 055175392, product ID: ktsp-pc31 lot no: 035189767, product ID: kftc-pc3r lot no: 075260531.